Event description:
Procedure type: stress ui /pelvic organ prolapse. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced stress urinary incontinence, blood loss, pain, infection, unspecified urinary problems, recurrence, and required additional surgical interventions.

Manufacturer narrative:
Medtronic complaint number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: serial number.